Manufacturer narrative:
The certas valve (ID 828800pl) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected and no defect was noted. The valve was hydrated. The valve passed the test for programming. The valve functions. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no functional issues were noted.

Event description:
A facility reported a certas valve (ID (B)(4)) was implanted on (B)(6) 2020 and the surgeon had an issue in which the certas valve was unable to be changed from setting number 5 despite multiple attempts with different programmers. The valve was explanted on (B)(6) 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.